Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2017 and suture was used. During use the suture thread broke.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Investigation summary a paper folder, a loose needle and thread were returned for analysis. During the visual inspection of the sample under magnification, no issues were found on the loose needle.however it was observed suture was broken in attachment region with pinch marks near to the broken area, appears to be by the use of a surgical instrument. According to the samples condition, the assignable cause of suture breakage is due to improper handling of the sample.